Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found.

Event description:
It was reported that upon implant attempt the device sensed noise on the atrial signal in the header. Device was replaced. No patient complications have been reported as a result of this event.